Event description:
Follow up with the medical professional revealed that they were confused as to why additional information was needed for the patient's vns battery failing as it happens to many patients. Based on the context of the report, it appeared that the reported battery failure was likely a reference to a low battery or end of service status. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The report of the premature end of life was confirmed in the product analysis, or pa, lab. The pulse disabled and end of service, or eos, warnings were set. The pulse disabled byte would not reset and, therefore, diagnostics and the fet could not be performed. Contaminates were observed on the trimmed edge of the printed circuit board assembly, or pcba, and were removed with fine grit sandpaper. The contamination on the trimmed edge suggest probably electrical paths were established between the copper edge on the trimmed edge, contributing to the supply current conditions. The remaining residual material resulted in out of specification increased current consumption for both standby and pulsing operation modes, which may have been the contributing factor to the premature end of life.

Event description:
It was reported that the patient vns generator was starting to fail when it was checked by the medical professional. As the medical professional requested specific settings at the time of surgery if the vns was still on, it was determined that this was a report of premature battery depletion. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.